Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: on (B)(6) 2013, the procedure doctor selected for a fracture of the proximal humerus was open reduction and internal fixation by use of proximal humeral internal locking system. On (B)(6) 2013, he started slowly a course of physiotherapy, bending about 90 degrees. On (B)(6), the distal screw was mobilized and the femoral head was inverted. A report after the fact stated: the fracture part was mobilized a little, as far as the doctor looked at the x-ray images closely. And it was recognized that the screw was loosened. On (B)(6), the surgeon changed this implant to artificial femoral head for the patient. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. No product was returned for further evaluation.

Manufacturer narrative:
Event date reported incorrectly in initial mw; date is unknown. (B)(6). Placeholder.